Manufacturer narrative:
Correction: g3 on the initial was incorrect, the correct date is 10/08/2022.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a drain complication encountered. Please check patient line and drain line message during drain 1 of 4 of treatment. The patient discontinued treatment during drain 1 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 5727 ml during drain 1 of the treatment. This drain volume is 286% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested; however, to date has not been provided.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a drain complication encountered. Please check patient line and drain line message during drain 1 of 4 of treatment. The patient discontinued treatment during drain 1 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 5727 ml during drain 1 of the treatment. This drain volume is 286% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested; however, to date has not been provided.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as-received simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no visual discrepancies encountered during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a drain complication encountered. Please check patient line and drain line message during drain 1 of 4 of treatment. The patient discontinued treatment during drain 1 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 5727 ml during drain 1 of the treatment. This drain volume is 286% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested; however, to date has not been provided.